Event description:
During an anonymous customer experience survey, it was reported that the customer experienced a serious infection, and their blood pressure was not under control while on pd modality. It was reported the patient has experienced a pd infection. There were no recorded issues with a fresenius device, or product in relation to the reported event. Upon follow up, the pdrn stated the patient had peritonitis (date unknown) while previously on peritoneal dialysis (pd) modality using an unknown fresenius cycler/cassette. The pdrn stated the peritonitis was not related to any issues with fresenius products. The pdrn stated the patient had surgery on their eyes effecting their vision. The peritonitis was caused by a breach in aseptic technique by the patient during the pd exchange due to their vision. The pdrn stated the patient¿s blood pressure was difficult to control due to the patient¿s peritoneal membrane failing. The pdrn stated the membrane effected how well the patient could ultrafiltrate and therefore had some fluid retention effecting blood pressure. The pdrn stated these events were not related to fresenius products but due to patient issues. The nurse stated the patent was transferred to hemodialysis as he was no longer a candidate for pd due to complete peritoneal membrane failure. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: there is a temporal relationship between pd therapy utilizing the fresenius cycler/cassette and the patient¿s peritonitis event. However, there is no allegation nor any objective evidence that a device malfunction or product deficiency with the fresenius cycler/cassette was associated with the event. It is well documented that all pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Most cases of peritonitis are caused by touch contamination by the patient with the pd catheter being a source of entry for organisms into the peritoneum. Based on the reported information, the patient¿s peritonitis was likely due to a breach in aseptic technique during the pd exchange. Additionally, the reported blood pressure and fluid retention events can be attributed to patient peritoneal membrane failure and not because of any deficiencies with fresenius products.

Manufacturer narrative:
Plant investigation: the complaint sample is not available for manufacturer physical evaluation and the lot number of product involved is unknown. No shipping search could be performed for the lots delivered to the patient. Consequently, no product will be returned from the distribution center to be analyzed since the lot number is unknown. Since the complaint sample is not available for evaluation, the alleged event could not be confirmed. At this time, no sample has been provided.

Event description:
During an anonymous customer experience survey, it was reported that the customer experienced a serious infection, and their blood pressure was not under control while on pd modality. It was reported the patient has experienced a pd infection. There were no recorded issues with a fresenius device, or product in relation to the reported event. Upon follow up, the pdrn stated the patient had peritonitis (date unknown) while previously on peritoneal dialysis (pd) modality using an unknown fresenius cycler/cassette. The pdrn stated the peritonitis was not related to any issues with fresenius products. The pdrn stated the patient had surgery on their eyes effecting their vision. The peritonitis was caused by a breach in aseptic technique by the patient during the pd exchange due to their vision. The pdrn stated the patient¿s blood pressure was difficult to control due to the patient¿s peritoneal membrane failing. The pdrn stated the membrane effected how well the patient could ultrafiltrate and therefore had some fluid retention effecting blood pressure. The pdrn stated these events were not related to fresenius products but due to patient issues. The nurse stated the patent was transferred to hemodialysis as he was no longer a candidate for pd due to complete peritoneal membrane failure. Additional details surrounding the patient¿s hospital course and condition were requested, however, not provided.